Event description:
Complainant alleged that during biomed testing, the device inappropriately powered on in manual mode when it should power on in AED mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report, when our investigation is completed.